Manufacturer narrative:
This ipg serial number was included in a field advisory. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was unable to charge their ipg. In turn, the ipg became inoperable. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their ipg replaced with a different model. Effective therapy was restored postoperatively.